Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty sliding multiple cartridges onto the pump. However, after the finish on the pump had worn off, the cartridges were able to be loaded successfully. The customer's blood glucose level was not impacted. As the issue was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the problem was unable to be performed.